Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the immediate cause of death was cardiopulmonary arrest caused by adult respiratory distress syndrome and congestive heart failure. No further information is available at this time.